Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon could not deflate. A 7.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon (pcb) was selected for use in a percutaneous angioplasty procedure (pta) to treat peripheral artery disease (pad). The pcb could not be completely deflated, and it was unable to be removed through the sheath. The balloon and sheath were removed together. The procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device eval by MFR: the device was returned and analysis completed. The device was received in two sections due to a shaft separation therefore an inflation/deflation test could not be carried out. The recommended sheath size for this device is a minimum 7fr. The customers 7fr introducer sheath was returned for analysis with the distal section of the device lodged inside it. For investigation purposes the investigator removed the section of the device from the sheath. A visual examination confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material, or blades. All blades were present and fully bonded to the balloon material. A leak test could not be carried out due to a shaft separation. No issues were noted with the tip of the device. A visual and tactile examination found the shaft of the device to be separated at the proximal balloon sleeve. The shaft was also kinked and stretched at more than one location. No other issues were found with the shaft.

Event description:
It was reported that the balloon could not deflate. A 7.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon (pcb) was selected for use in a percutaneous angioplasty procedure (pta) to treat peripheral artery disease (pad). The pcb could not be completely deflated, and it was unable to be removed through the sheath. The balloon and sheath were removed together. The procedure was successfully completed. There were no patient complications. It was further reported that the balloon was inflated once to 6 atm to treat a fistula.